Event description:
Arthritis of right knee {arthritis]. Joint effusion [joint effusion]. Case description: spontaneous report was received on (B)(6) 2012 from a physician regarding a (B)(6) female pt, initial (B)(6), with gonarthrosis of right knee. The pt's medical history was significant for lumbar disc hernia and concomitant diseases of arthralgia and chronic gastritis. On (B)(6) 2012, the pt initiated treatment with synvisc (hylan g-f 20) injection in right knee (dosage regimen not provided). The lot number of synvisc was not provided. On (B)(6) 2012, the pt experienced arthritis of right knee and arthrocentesis was performed. The action taken with synvisc treatment was not provided. On an unspecified date in (B)(6) 2012 [one month after the event onset], the pt recovered from the event of arthritis of right knee and outcome was not provided for the event of joint effusion. Relevant concomitant medications reported include celecoxib, mecobalamin, troxipide, and loxoprofen sodium. The intensity for the event of arthritis of right knee and joint effusion was not provided. The reporting physician assessed the relationship between synvisc and the event of arthritis of right knee as probable and did not provide the causal relation between synvisc and the event of joint effusion. F/u info was received on (B)(6) 2012 updating lot number and pt's clinical course info which upgraded the case to serious. The case was upgraded to serious as intervention was required for the events of arthritis of right knee and joint effusion. The lot number of synvisc was provided. On an unspecified date in 2012, the pt received steroid injection for arthritis in right knee and joint effusion.

Manufacturer narrative:
MFR's comment: the benefit-risk relationship of the product is not affected by this report.